Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced power spikes and high flows and was readmitted to the hospital with decompensated hemodynamics. The vad coordinator also reported that the overflow graft was full of clot and that the pump stopped.

Manufacturer narrative:
The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.